Event description:
The fe reported that there was a stator not on error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The technique processor pcb was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.